Manufacturer narrative:
A beckman coulter (bec) field service engineer (fse) was dispatched to evaluate the instrument. The fse replaced the cleaner box resolving the reagent red status. The fse confirmed the rbc results were intermittently low and found the rbc count chamber drain valve (vl111) was partially plugged. The valve vl111 was replaced without further issues.

Event description:
The customer reported an issue with cleaner out alarms on a unicel dxh 800 coulter cellular analysis system. The customer stated the instrument had a reagent red status even after the cleaner box was replaced, which is suggestive of a failure in the diagnostic procedure. The instrument was locked up in the diagnostic procedure. The customer stated the red blood cell (rbc) bath was not draining properly. Results for three patients were provided for review. The patient samples were reanalyzed on an alternate unicel dxh 800 coulter cellular analysis system; rerun results were considered correct. Upon comparison to rerun results, it was found that the instrument had generated incorrect rbc, hematocrit (hct), mean corpuscular hemoglobin (mch), mean corpuscular hemoglobin "contration" (mchc), and/or platelet (plt) results for the three patients. Erroneous patient results were not reported out of the laboratory and there was no change to patient treatment in connection with this event.